Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. The evaluation identified the fragment of the ptfe pad. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. About 1 hour and 40 minutes after the start of surgery, the ptfe pad of the device fell into the patient. The fragment was retrieved. While in use, probe damage error occurred. The procedure was completed with a different device. There was no patient injury reported.